Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) of 600 mg/dl. The contact determined prior to calling the cannula was not properly inserted into the body. Customer changed infusion set site and took a bolus to address the high bg. Multiple attempts were made to obtain additional information; however, additional information was not provided. Infusion set information was also not provided.

Manufacturer narrative:
.